Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device prematurely released. A left atrial appendage (laa) closure procedure was being performed. A24mm watchman ® laa closure device & delivery system (wds) was advanced. As the watchman ® laa closure device was positioned into the appendage, they noticed the core wire was detached. They proceeded to make sure the device was secure. They assessed the release criteria other than the anchor testing and the physician opted to leave the device implanted. No patient complications were reported. The patient was fine. It was later confirmed with the physician that everything was fine, the device remained in position and the patient was discharged the next day.